Manufacturer narrative:
(B)(4)

Event description:
After receiving urgent medical device correction "elecsys® vitamin d total ii assay ¿ non-reproducible false high results", the customer decided to repeat some patient samples with high results. Of the data provided for 11 samples, only the results for two samples were discrepant. The customer used cobas 8000 e 602 module serial number (B)(4). Sample 1 initial result was 53.4 ng/ml and the repeat result was 22.6 ng/ml. The sample was sent to another laboratory using the vitamin d gen.1 reagent and the result was 23.55 ng/ml. Sample 2 initial result was 69.8 ng/ml and the repeat result was 41.8 ng/ml. The sample was sent to another laboratory using the vitamin d gen.1 reagent and the result was 35.4 ng/ml. The initial results were reported outside of the laboratory. Based on the other laboratory results, the initial results were considered to be erroneous and the customer made corrected reports. There was no adverse event for either patient. The field service representative performed analyzer performance checks which all passed. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. The customer decided not to follow the workaround and to repeat any samples with results > 50 ng/ml. The customer decided to discontinue use of the elecsys vitamin d total ii assay.